Manufacturer narrative:
The complaint device is not being returned. Without physically evaluating the device, it cannot be determined if there was any damage to the electrode that lead to the reported failure. However, from the reported event, it was indicated that there may have been irrigation fluid flowing out of one of the portals that may have caused the burns. IFU warns against such scenarios: ensure that fluid inflow and outflow is adequate and that the electrode is activated only when surrounded by conductive irrigant solution. The use of rf energy with inadequate irrigation may overheat the fluid enough to cause skin burns at or near the access site and may result in damage to the electrode tip assembly. Failure to attach the suction tubing to an adequate suction source may cause thermal injury to the physician or patient. No further procedure techniques were provided if aforementioned causes contributed to the event. It is a possibility that this occurred due to a potential set up issue. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. A review into the depuy mitek complaints system revealed 3 similar complaints from the same facility. Based on the low occurrence rate for this failure, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
Information received from the customer - during a shoulder procedure, the patient&#62688;skin was exposed to the heated saline coming from the outflow tubing, resulting in dermal burns. A hospital investigation will be conducted to uncover the potential cause of patient injury. The electrode tubing egress was connected to an arthrex outflow system, but the exact rate of fluid outflow was not recorded. The reason for the burn cannot be clarified. The heated saline fluid came into contact with the patient&#62688;skin, therefore resulting in inadvertent burning and damage.